Event description:
A malfunction was reported with a malfunction code displayed as "malf 9." There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump, with the guidance to call back if the malfunction recurred.